Event description:
White preparing sterile field and filling syringe with sterile saline staff noticed a hole in the barrel of the syringe which is part of the sterile kit from bard for PICC placement.